Manufacturer narrative:
The case was reopened to enter additional information received on december 18, 2015. It was reported that the patient experienced over time more and more complaints (i.e. Pain and limitations in movement), during examination it was identified that the patient suffered from strongly elevated metal ion levels. The patient was revised on (B)(6) 2013 after 5 years 1 month in vivo, due to suspected metallosis at right cup. The cup was replaced, but the femoral stem was kept inside. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. A technical investigation was not possible to be performed, as the device was not at hand for investigation. No trend was identified. The compatibility check was performed and showed that the product combination was not approved by zimmer. Zimmer product was combined with competitor's product. Review of incoming information: x-rays showing the femoral stem were received in addition to the x-rays that were taken before the implantation and the x-rays belonging to the hand and foot. Femoral stem in the x-rays showed no abnormalities and looked in good condition with no observed radiolucency. Attorney letter and radiology results were received: results indicated that the femoral stem was not revised. The cup, manufactured by another company, was revised due to synovial activity and capsule observed at the level of the proximal head. Root cause analysis: possible causes for the reported event according to dfmea: excessive wear, disassembly of femoral head from stem, implant failure -> due to combination with competitor products (off label use). Comparison to investigation results whether it is possible and justification: possible -> attorney letter confirms the wrong combination of the zimmer device with a competitor's product. This product combination is not authorized by zimmer biomet. The IFU for zweymüller stems states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. The root cause is off label use due to wrong combination of zimmer product with a competitor's product. Moreover, the revision surgery took place due to the synovial activity observed at the cup area. Cup was replaced, but the femoral stem was kept inside. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. A technical investigation was not possible to be performed, as the device was not at hand for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. Zimmer product was combined with competitor's product. Review of incoming information it was reported that a patient experienced over time more and more complaints (i.e. Pain and limitations in movement) and during examination it was identified that she suffered from strongly elevated metal ion levels. She was revised on (B)(6) 2013 after 5 years 1 month in vivo due to suspected metallosis at right cup. Possible causes for the reported event according to dfmea: excessive wear, disassembly of femoral head from stem, implant failure -> due to combination with competitor products (off label use) comparison to investigation results whether it is possible and justification: possible -> attorney letter confirms the wrong combination of the zimmer device with a competitor's product. This product combination is not authorized by zimmer biomet. The IFU states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. The root cause is off label use due to wrong combination of zimmer product with a competitor's product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer gmbh (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown zweymuller femoral stem on (B)(6) 2008. The patient was revised on (B)(6) 2013 due to pain and elevated metal ion levels, metallosis was suspected.